Event description:
Prior to extubation, respiratory therapist (rt) was setting up oxygen to match what was on the vent. Shortly after, loud whistle sound was noted from the safety pressure valve. Rt checked equipment and noted there was no hole leading to cannula to deliver oxygen. When rt grabbed a new one from respiratory closet, noted it had the same defect. 11 devices total were found exhibiting this defect.